Event description:
It has been reported the procedure was being performed on (B)(6) female pt. They were attempting to declot a left forearm loop graft. On (B)(6) 2010 - received follow up which states the device was being used on the pt when they noticed one of the wires on the basket became detached at one end, but remained intact. As a result, a new ptd device was opened and used to complete the declot procedure successfully. There was a few mins delay in treatment, no pt death, and no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.